Event description:
It was reported a spectrum pump had no audio function. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the reported symptom. The evaluation experienced the no audio condition on all volume/tone settings caused by a failed speaker. When tested with a known good speaker, the device was functioning as required. The rear case, including the failed speaker, was replaced.